Event description:
The user received a questionable result for creatinine on the integra 800 analyzer for one patient sample. The patient was an outpatient. The patient sample was repeated on a cobas 6000 analyzer. The initial creatinine result was 2.5 mg/dl, the repeat result was 0.8 mg/dl. The initial result was not reported outside the laboratory. The patient was not affected by the event. The reagent lot number for creatinine jaffe was 63093101. The field service representative determined fluidics failure was the cause. He replaced multiple components. Performance tests were run which passed within specification.